Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21 cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer stated that bleeding developed three months ago. There is no ulceration. He went to the ER in (B)(6) and they applied silver nitrate. Today he went to the wound center and they suggested a convex wafer. Crusted the area and told him to do the same. The area is not bleeding as much. Denied pain. Will send convex wafer. Encouraged to continue stomahesive powder crusting, change wafer, silver nitrate.